Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 312 mg/dl. The customer experienced vomiting, ketones and excessive thirst. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The mother stated that the insulin pump was somehow placed in suspend mode during the night. The customer did not notice this until 9:00 am. Advised the caller that the insulin pump would be replaced. Nothing further was reported.